Manufacturer narrative:
Reporting facility name and initial reporter name has not been provided; thus, additional information could not be obtained at this time.

Event description:
The following was reported via MDR report# mw 5154061: "according to the reporter, during a thyroid surgery, there was a problem with the equipment, bizact clamp and a non-medtronic bipolar clamp. The patient had burn." No further information has been provided.

Manufacturer narrative:
The suspected product was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a